Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device displayed a red x in the ready for use indicator (rfu) with an "equipment disabled: therapy" message. There was no patient involvement.